Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.

Event description:
It was reported that during a posterior spinal fusion using navigation system ii, the accuracy of the 3d c-arm calibration appeared to be off in depth by more than 2mm after a landmark check was performed using a thoracic pedicle feeler. The spine tracker was fixated at vertebrae l3. The landmarks were l4-5 from the spine tracker. The accuracy was solely off in depth. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that during a posterior spinal fusion using navigation system ii, the accuracy of the 3d c-arm calibration appeared to be off in depth by more than 2mm after a landmark check was performed using a thoracic pedicle feeler. The spine tracker was fixated at vertebrae l3. The landmarks were l4-5 from the spine tracker. The accuracy was solely off in depth. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.